Manufacturer narrative:
The investigation determined that incorrect test was run on a patient sample. The results were however correctly associated with the intended patient sample. The event in question occurred when using a vitros 5600 integrated system. The tsc determined that the cause of the event was improper sid reuse. The tsc referred the customer to the relevant sections of the vitros instrument user guides which describe how to properly manage sid¿s that were previously used and not processed to completion or deleted. If a sample is not processed to completion, the sample programming and associated demographics data are retained by the analyzer in a "pending" state, as per the design of the software. Re-using the same sid on a different sample without completion of the original request or deletion of the pending testing will cause the original information to be carried forward. The vitros 5600 integrated system was operating as intended. The assignable cause of the event was user error.

Event description:
A customer identified a patient sample for which the incorrect test was run on a vitros 5600 integrated system. Mis-associated results may lead to inappropriate physician action. The discrepancy was identified and no mis-associated results were reported out of the laboratory. There was no report of patient harm as a result of this event. (B)(4).